Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed but the timeframe of the occurrence is unable to be determined. It was also found that a tear was observed on the larger diameter tubing of the tubing outlet.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that following five hours of infusion, a leak appeared at the gray part of the tubing. The issue occurred while connect with the patient. Another replacement was used, and the issue was resolved.